Event description:
It was reported that patient had spine surgery. Upon discharge, it was found that a piece of the tubing of a bard hemovac was retained. The patient brought back to surgery for retrieval of the piece of plastic tubing.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-spring evacuator. Visual inspection noted tape wrapped around the y connector and tubing. The tape was removed and the tubing disconnected very easily. This is out of specification per inspection procedure, which states, "verify drainage tube assembly/port. (This consists to assembly the tube to the port and verifies that this assembly must be the adequate". A potential root cause for this failure could be puller above parameters. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient had spine surgery. Upon discharge, it was found that a piece of the tubing of a bard hemovac was retained. The patient brought back to surgery for retrieval of the piece of plastic tubing.